Manufacturer narrative:
Date sent: 07/17/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vats procedure the clips were firing correctly and then started falling out of the device. There was no patient consequence.